Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. It has been received 1 picture and 2 samples for investigation. On visual inspection of the picture and 2 samples received it can be observed the blisters are not sealed in the zone of the tip, the sealing cord is cut by the cutters being the blister open at the tip. It can be observed in the opposite side the peel tab is wider. DHR of lot 1707270 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been caused due to a de-synchronization in the advance-step of the packing machine which caused the blisters where not cut in the right moment and part of the blister. CAPA not necessary.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe blister packaging was already opened, the syringes were no longer sterile. There was no report of injury or medical intervention.